Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The patient reported that there was a significant decrease in the battery longevity over the past few months. The patient was referred to their health care provider to work with technical services to get an analysis of the estimated remaining battery longevity. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricular (rv) lead exhibited high, out-of-range shock impedance of 132 ohms. Boston scientific technical services (ts) was contacted, and ts noted this was the second alert with the first coming in (B)(6) 2021. Programming options were discussed. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was still exhibiting high, out-of-range shock impedances varying between 87 and 132 ohms. The rv lead remains in service. No adverse patient effects were reported.